Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw. The returned device indicated a set screw with a rounded socket.

Event description:
It was reported that during the implant procedure the lead was placed and fixed with the screwdriver but when the lead was pulled it came out of the implantable cardioverter defibrillator (ICD). The physician attempted to fix the setscrew with the screwdriver several times but the setscrew would not turn. Another ICD was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.